Manufacturer narrative:
(B)(4). Patient medications: nitroglycerin, amiodarone, lipitor, and plavix. (B)(4).

Event description:
On (B)(6) 2017, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported the patient had excessive thrombus and an ulcerative aorta. The physician could not canulate the contralateral gate. The physician implanted an additional gore endoprosthesis and converted patient to an unplanned aortao-uni-illiac (aui) and then performed a femoral bypass. The patient tolerated the procedure.